Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shocking at the ipg site when therapy was on. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported observation of ipg site shocks when therapy is on was not confirmed. The root cause of the reported observation was not ascertained. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.